Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was implanted and the procedure was successfully completed. After the procedure, a post implant pericardial effusion check was done via transesophageal echocardiogram (tee) and a small echo free spaced was noted in the pericardium. Patient was asymptomatic and no interventions were performed. Patient was extubated and brought to the intensive care unit (ICU) to be watched and was discharged home the next day with no change in status. The physician suspected it was a possible effusion that self-closed.